Manufacturer narrative:
The fsr replaced both batteries and completed preventive maintenance inspection and testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal battery wedge would not hold a charge. There was no patient involvement.

Manufacturer narrative:
Updated block:h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries to have been leaking and one was cracked open. The pst attached the batteries to a lab use only (luo) test fixture and charged the batteries. The batteries were unplugged and connected to a luo battery gauge where they were observed to flat line. It was determined that the batteries were unable to hold a charge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.